Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered eight inappropriate shocks due to noise. It was also noted that the lead triggered a lead integrity alert (lia) for a high number of counts to the sensing integrity counter (sic) and non-sustained high rate episodes. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.